Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient didn't realize that the stimulation setting would go from walking to siting. The patient noted that the adaptive stimulation increasing unexpectedly and not displaying the correct positions had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with their hcp and rep to set up adaptive stim. The patient thought he was set at 6.6 and was fine. Following the appointment, the patient thought upright was set between the levels of 3.8-4.5, but when he sat down in his car the stimulation turned so high he couldn't lift his leg so he turned it down. The patient had concerns about seeing the upright status in multiple positions, sitting, standing, mobile, etc. The patient checked the positions multiple times and only saw upright. The patient changed to a lying back position at 5.6 and stimulation was too strong. The patient decreased to 2.5 and waited 5 minutes and then changed positions and confirmed the change saved. The patient said the upright position was at 2.8 and was present while standing and sitting. The patient tried leaning back/reclining and walking around, but the status never changed from upright. The patient called back and reiterated that the controller was not displaying the correct position. The patient was directed to follow up with their hcp. No further complications were reported.